Event description:
Imp date: 05. It was reported that the pt underwent a two level open tlif at l4-s1 using verte-stack capstone peek/infuse bone graft supplmented with cd horizon legacy spinal system posterior fixation. Approx 6.5 months post-op the pt presented with increased left leg pain extending down to the toes and constant back pain. Soon afterwards, a re-operation was performed on to remove a fluid collection contained within a pseudo-wall located on the left side posterior between l4 and l5 and adjacent to the disc space. It was reported that the fluid collection was adhered to a nerve root; the wall of the fluid collection contained small blood vessels and the fluid was under pressure. The collection "popped" intra-operatively, and a straw-colored fluid was released during the surgery. The tissue removed was sent to pathology for analysis.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Unable to determine the cause of the event.